Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels of around 23 mg/dl or above. Some low bg causes were not known; however, other low bg events were due to miscalculating the carbohydrates for a bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.